Event description:
The customer reported no power to the c-arm. No pt injury was reported.

Manufacturer narrative:
The svc rep found a broken pin in lemo receptacle. He removed and replaced broken lemo receptacle. Checked system for proper operation. System functions as intended.